Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event. Additional information was received from the user facility. There were no anomalies noted to the device prior to use. Coil selection, preparation and use were in accordance with the directions for use. Continuous flush was maintained. There was no undesirable movement of the microcatheter tip, and it was verified that the microcatheter was not under any stress. The coil was not rotated or repositioned.

Event description:
During the stent assisted embolization in the right middle cerebral artery aneurysm, dye extravasation was noted on angiography following the placement of the seventh coil. It was reported that the device had perforated the aneurysm. The coil was not implanted. It was reported that medication was administered to treat the aneurysm rupture but the type and dose were not disclosed. The patient is reported to be well post procedure.